Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient had received an m31 air detected in cassette alarm during dwell four and five of peritoneal dialysis therapy. During troubleshooting for the first alarm, there was nothing noted with the supplies or the setup that could have caused or contributed to the reported event. The patient was able to reboot their cycler and continue with therapy. Following the second m31 air detected in cassette alarm, the patient attempted to reboot the cycler but received a power fail recovery failed error. The patient removed their supplies and noticed that fluid was leaking from inside the cassette compartment of their cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not have alternate supplies at the time this incident was initially reported due to the patient being out of town. A replacement cycler was scheduled to be provided for the patient. Additional information was requested but was not available.

Manufacturer narrative:
Additional information: upon receiving follow up information from the patient's peritoneal dialysis registered nurse, it was verified that the patient discovered the fluid leak the following morning after their treatment had been completed. As the patient was out of town, the patient went to the emergency room where they were provided prophylactic medication. The patient did not develop any symptoms or require medical intervention following the event. The cassette used at the time of the leak was discarded. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.